Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4)

Event description:
An ophthalmic surgeon reported that a patient experienced poor vision with an otherwise normal exam following an intraocular lens (iol) implant procedure. The iol was subsequently exchanged. Additional information received indicated that the patient's condition has not resolved.